Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission non-sustained episodes were noted to have occurred that appeared to be oversensing. The patient was noted to have had a surgical procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.